Event description:
It was reported the patient's spo2 went below the alarm limits, but the alarms were not audible or visible. Initially, it was also indicated the central station detected the alarm but did not generate a sound and there was no fault with the device. Further information received clarified that the nurse saw the numeric on the central station display and attended to the patient prior to any patient harm. Testing of the sound revealed no functional anomalies.

Manufacturer narrative:
The issue was later clarified that on (B)(6) 2025 between 9:30 am and 9:36 am, the patient in bed (B)(6) spo2 dropped below the limits, the pic system detected it, but no alarms were sounding at the surveillance station. A philips field service engineer (fse) was dispatched. Logs and files were retrieved from the devices. Additionally, the pic ix sound was tested by both the fse and the customer biomed. Results of testing indicated that the sound was operating as expected. The configuration file and log data were forwarded to a philips clinical product specialist and philips product support engineer (pse) for review. The intellivue patient monitor configuration file was reviewed. The spo2 high and the low alarm delay is configured for 10 seconds. The spo2 desat alarm delay is configured for 20 seconds. This means when the spo2 value is below the low alarm limit setting for greater than 10 seconds, the spo2 low alarm generates. The desat alarm generates when the spo2 value is below the desat alarm limit setting for greater than 20 seconds. Once the alarm is generated, the value in the banner will show the maximum deviation from the setting, which may not be the currently displayed value. The alarms are configured for audible and visual latching for red only alarm. When you acknowledge alarms, all active audible alarm indicators and lamp are turned off. The reminder time for acknowledging alarms is three minutes. The alarm reminder is set to on. The alarm reminder setting defines how alarm indications behave if the alarm condition remains active after they have been acknowledged. When alarm reminder is set to on, the alarm tone is repeated for a limited time of 6 seconds after the configured reminder time. The clinical audit log provides a chronological record of the alarms and actions. The data column in the log record indicates the date and time displayed on the information center when the entry occurred. The action column contains the text generated when the alarm first appears and ended when the alarm no longer appears in the sector. The time in the action column shows the clock time of the monitoring device. The clock time may drift up to 30 seconds before the information center clock synchronizes to the monitoring device clock. This information can be found in the pic ix instructions for use. At 9:30:04, spo2 81<88 generated (pic ix time is 9:39:12 so there is an 8 second time drift). It was acknowledged at the pic ix at 9:30:18. The alarm ended at 9:30:14 (monitor time and 9:30:22 pic ix time) when the desat alarm for 74<88 generated. This alarm was acknowledged at 9:30:25 at the pic ix. The alarm reminded at 9:33:30. The desat 6<85 ended at 9:36:09. (B)(6) 2025 based on the information available and the testing conducted, the cause of the reported problem was customer lack of awareness of the latching configuration. The reported problem was not confirmed. A customer was provided information to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.